Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display noted. Unit received with unresponsive up buttons due to corroded keypad traces. Unable to perform the functional test, including the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive buttons. No moisture damage on electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corners.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was 34 mg/dl. The customer was treated with d50. The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 34 mg/dl. The customer's mother stated that the nurse spilled a full of vial of insulin in the pump. The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 34 mg/dl. The nurse spilled a vial full of insulin into the pump. The customer stated the pump display went blank immediately after pump exposure to moisture. He customer was advised that the device would be replaced. The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was 20 mg/dl. The customer is currently in the hospital.